Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, upon opening the liner a foreign object resembling hair was found inside. The surgery was completed using a backup product. No adverse health effects to the patient or delays in surgery time have been reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual evaluation of the provided photos and returned product found the packaging was previously opened. An unknown fiber was identified on the device. As the packaging was previously opened, the source of the debris cannot be confirmed. Medical records were not provided for review. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.